Event description:
Experienced intermittent lock between the external equipment and the cochlear implant. In 2005, the pt was seen at the center for evaluation. The device appeared to be extruding from the bone red. The pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was functioning. Revision surgery was scheduled to reposition the device.